Event description:
The customer reported that the device shuts down unexpectedly while on battery power. There was no patient impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.